Event description:
Patient reported not feeling any stimulation after going through security device recently. No report of device explantation. A follow-up report will be sent if additional information is received.